Manufacturer narrative:
(B)(4). D10: concomitant devices - biomet stemmed tibial tray 71mm catalog#: 141513, lot#: 944200, maxim femoral component right 65mm catalog#: cp110187, lot#: 281570, series a asymmetric patella 31mm catalog#: 184792, lot#: 489320. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is being considered for a knee arthroplasty revision of the polyethylene bearing to address unknown complications post-operatively. Attempts have been made and no further information has been provided.